Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested and the following was obtained: received information as following from sales rep via phone today. After investigation, the patient was a 44-year-old female who underwent surgery in (B)(6) hospital on (B)(6) 2024 (the specific patient's diagnosis and surgical name were unknown). The operator used the suture (vcp1359h) manufactured by our company for tissue suturing (the specific suture tissue layers and suturing method were unknown) during the surgery. The problem of pulling off suture needle happened during the suturing. The operator immediately removed the detached suture needle and suture. After removal, the integrity of the suture needle was checked. After confirming that no foreign body remained in the patient's body, a new suture was replaced (the specific product information was unknown) to continue the suturing. The subsequent surgery went smoothly. There was no harm to the patient other than an unknown delay in surgery as a result of this event. No subsequent adverse events were reported.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle break into two or more pieces? Did the suture break into two or more pieces? Or is this a report of the needle being detached/pulled off from the suture? Were there any patient consequences? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and a suture device was used. During the process of suturing the patient with suture, the connection between the needle and the suture broke. After the needle and suture broke, the doctor immediately removed them. After exploring the abdominal cavity, no foreign objects were found, and a new suture was replaced in a timely manner. After the replacement, no further breakage was observed. No adverse patient consequences were reported. Additional information was requested